Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture was detached from the needle after second passing of the needle on the fascia by continuous suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A labeled winding former, a detached needle and a suture piece were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification for suture remnant and it was observed that the remnant protrudes from the needle hole. Marks on the edge and body of the needle that appears to be by the use of a surgical instrument was observed. The suture was examined along of strand and the ends suture were cut appears to be by use of a surgical instrument was noted. This condition caused the needle pull. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According the condition of the sample received, the assignable cause of performance - pull off suture needle suggest an improper handling of the sample.